Event description:
The customer reported 4 occurrences in which a spectrum pump failed to alarm when an occlusion was present. The customer also stated that "one common link at this time seems to be infants weighing less than 1000g."

Manufacturer narrative:
(B)(4). The device was not returned to sigma for evaluation and therefore an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted. Manufacturer report no. 1314492-20012-00429, 1314492-20012-00430 and 1314492-20012-00431 are related complaints from this customer. The customer stated that the following testing was performed at the facility: baxter set at .5 ml/hr, 4.27 psi 36.01 mins before occlusion alarm sounded line clamped to create occlusion 26.43 mins before occlusion alarm. Set baxter to rate and low pressure setting per service manual book page 14. Low psi 6+ or -4, set 5ml/hr time <5min actual 3.15, set 100ml/hr time <.15 sec actual .05 sec."